Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zmc and evaluation is currently underway. Device evaluation of the monitor include review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not indicate a product malfunction. Device manufacture date: monitor: 09/17/2015. Electrode belt:11/19/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on the evening of (B)(6) 2017 while wearing the lifevest. The patient's passing was cardiac related. It was reported that the patient was on his way to his ICU room when he began to code. The patient was being monitored by telemetry prior to passing. Hospital staff performed CPR on the patient and it was reported that the hospital staff did attempt defibrillation with a hospital AED until the patient's wife requested they stop. Review of the patient's downloaded flag files and ECG recordings show that asystole was detected by the lifevest at 18:44:57 on (B)(6) 2017. The ECG recording shows bradycardia at 30 bpm degrading to asystole. The lifevest detected an arrhythmia at 18:45:12 on (B)(6) 2017. The ECG recording shows the patient was in bradycardia degrading to ventricular fibrillation (vf) with varying amplitude and motion artifact. The patient was in vf for approximately one minute until the electrode belt was disconnected at 18:46:01 on (B)(6) 2017. The lifevest was prevented from delivering a treatment during vf due to varying amplitude and motion artifact.